Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. Torsional and oblique fracture pattern was found at transition of hex into radius. A torsional fracture pattern likely indicates an excessive twisting load (torsion), while the oblique fracture pattern likely indicates some side loading (bending) was also applied to hex tip. The driver is not designed to withstand significant side loads and should only be used with torsional loads. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Additional mdrs associated with this event: 3025141-2018-00122: screw.

Event description:
While inserting a acutrak screw, the driver tip broke off in the screw head. It could not be removed; it was left implanted. Resulted in a 20 minute delay in surgery.